Event description:
It was reported that the patient went to the library and went through their security things and got zapped so when they went to the library they turned it way down.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3095-25, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3889-28, lot# v649846, implanted: (B)(6) 2011, product type lead. (B)(4).